Manufacturer narrative:
The tech found a small screw jammed in the release assembly which did not allow the siderail latch to engage. The tech removed the screw to repair the bed.

Event description:
Info received indicates the right intermediate siderail will not latch.